Manufacturer narrative:
The log file analysis confirms that there were two sequenced instances of motor encoder check errors during the procedure in question. As defined in the safety concept, automatic ventilation was shut down to prevent from damages to the ventilator. This is accompanied by a corresponding alarm. Manual ventilation remains possible which allowed the user to finish the procedure in the particular case. No patient consequences have been reported. The dispatched fse has replaced the complete assembly of motor and control electronics. The device passed all tests afterwards and was returned to use. A motor failure due to wear and tear after more than nine years of operation is considered acceptable, especially when reflecting that the device responded as specified upon the error condition.

Event description:
Please refer to initial MFR report #9611500-2016-00040.

Manufacturer narrative:
The investigation is still on-going. Results will be provided within a follow-up report.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. There was no patient injury reported.